Manufacturer narrative:
Investigistion indicated that physician misinterpretedf the normal spiral exterior of the vein graft as twisting. Co explained this to the distributer for relay to the md. Co determinedf that there was no product malfunction.

Event description:
The vascular graft twisted during implantation, so he explanted it.